Event description:
It was reported that after trialing with the instrument and when the surgeon went to remove the instrument, it fractured. The fractured peg was removed from the patient. There was no harm to the patient nor foreign body retained by the patient.

Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified one of the pegs of the glenoid trial has fractured off and the item shows signs of repeated use. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event has been confirmed through product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.